Manufacturer narrative:
Follow-up #1: date of submission: 18-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked at threads on the side; the returned battery cap was undamaged and able to fit securely. There was no evidence of moisture contamination inside battery compartment. The pump powered on with audible tones and vibrations indicating that there was power to the pump, however, the display was found to be blank. Further testing was unable to be performed to the blank display issue. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the electronically erasable programmable read-only memory (eeprom) component had failed. A failure with the pump¿s read-only memory was determined to be the cause of the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.